Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she was washing dishes, had the device on belt, went to put pajamas on and it started alarming. She pressed the esc and act buttons and removed the battery but was unable to clear the alarm. Blood glucose value is 148 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The esc button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, and cracked reservoir tube.